Manufacturer narrative:
Device return: three (3) used d1000 connectors were returned. Although requested the involved mating/access device were not returned. Visual inspection (pre and post decontamination) and analysis recorded significant amount of residual blood observed in between the sleeve and body components. Engineering evaluations: the three returned tego connectors were pressure leak tested per the product specifications. The results recorded no leakages, performance issues. Additional engineering assessments were performed. The tego connectors were disassembled and evaluated. The report noted evidence of internal residual blood but no damages/component anomalies that would cause internal leakages. Tego connectors from in-house inventory were than used in attempts to replicate internal leakages. The sample tego was attached to a pressurized fluid system; capped to simulate an over pressure situation. The report noted the tego assembly did exhibit internal leakage (similar to the returned complaint samples) when high pressures were encountered. The report noted that over pressurization can occur when there is a line occlusion or clamp is engaged on (downstream) on the catheter lines. Findings: engineering testing and analysis of the three returned. Tego connectors to the product specifications recorded no leakages and or performance issues. Additional testing with in-house tego samples were able to replicate internal leakages under simulated usage conditions with dialysis catheter/tubing lines that occluded/are clamped off and the tego connectors are subjected to over pressurization. This report and the associated info are being provided to the distributors and reporting facility for their review and records.

Event description:
Intl (B)(6) complaint received reporting three events where leakage issues occurred with use of dialysis set-ups consisting of kendall palindrome 14.5 fr blue lumen catheter; gambro baxter blood line -gmb- av14 and d1000 tego connectors. There were no reported adverse pt consequences. Additional event/device info although requested was not provided.